Event description:
It was reported that approximately 3 months following implantation of a 5 level construct extending from c4 to t2 in a (B)(6) male patient, the screws at t2 exhibited a broken screw and a separated tulip. Radiographs received show the right side screw components have separated and the left side screw has broken. No patient injury has been reported. The patient remains asymptomatic and no revision surgery is planned at this time.

Manufacturer narrative:
(B)(4). The patient underwent a prior anterior cervical fusion. The surgeon subsequently determined posterior cervical fusion was indicated. The posterior procedure was completed on (B)(6) 2012. During a follow-up office visit, it was determined that the components of one screw assembly had separated and another had broken. The patient related that he received a hug from someone and felt a 'pop' in his neck at the time; no falls or impacts have been reported. The construct remains in-situ as the patient's symptoms following this surgery remain resolved. No return of components are anticipated. The root cause has not been identified. Labeling review notes the followings: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of vertebra, neurological injury, and vascular or visceral injury. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."